Event description:
The hosp reported that during the saphenous vein harvesting procedure, the c-ring on the harvesting cannula became bent and the plastic part was very soft. The procedure was completed using the same device. The hosp did not report any pt complications. In 2004, failure analysis confirmed that the c-ring cradle had flattened out. This is a reportable failure mode.

Manufacturer narrative:
Investigation results: visual examination of the returned device showed that the c-ring appeared to be flattened out and slightly twisted with respect to the cannula. The complaint is confirmed.